Event description:
Pt had cardioverter defibrillator placed. The pt complained of frequent "shock" from the device. The device was removed and the intracardiac electrodes demonstrated oversensing from bt10 lead causing inappropriate ICD shocks to the pt. No problem with the intermedics ICD was found, although these were removed and replaced with a different intermedics ICD when the system was moved from the abdominal to the pectoral position. Pt is doing well.